Event description:
This was a reported lead extraction performed in the or to remove a malfunction sjm 1581 riata (age of lead unknown). Pre-operative venogram showed a suspected rv perforation. There were 2 cvs scrubbed into the case, the patient was intubated, venous and arterial lines established, bypass was in the room, and fluoroscopy was in use. The riata lead was prepped with the lld-ez and cvs #1 began lasing with the 16f sls ii. When the laser sheath began progressing over the proximal coil it was reported the lead looked as though it was embedded in the svc wall. Before the laser sheath was able to pass the proximal coil the patient's abp dropped from a baseline of 111 to 40. Within 5 minutes of the abp dropping the patient's chest was opened via sternotomy. A tear was noted in the innominate/svc wall. The acute bleeding was stopped, the patient was placed on bypass within 10 minutes and the injury was successfully repaired. After the patient was stabilized cvs #2 decided to continue with the lead extraction and opened a 14f sls ii and began lasing while the patient's chest was still open. Just prior to the svc/ra junction another perforation occurred from the mid-svc to the ra junction. Lasing was stopped, the injury was repaired, the lld-ez was cut and capped, and the rv lead was abandoned. The patient was transferred to the ICU for recovery and was eventually discharged.